Manufacturer narrative:
These female patients were identified during an active online listening program. The patients had essure inserted for female sterilisation. The case describes the occurrence of pelvic pain ("woma experinced unbearable pain") and metal poisoning ("implants releasing toxic metals into the body / toxicity"). There was no information on the patients' medical history or concurrent conditions. On an unknown date, the patients had essure inserted. On unknown dates they experienced pelvic pain (seriousness criterion hospitalisation) and metal poisoning (seriousness criterion hospitalisation). The reporter considered metal poisoning and pelvic pain to be related to essure administration. The reporter commented: to my knowledge, no device in the world contains a mixture so harmful to the body. These women have timebomb in their bodies. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-apr-2023: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
These female patients were identified during an active online listening program. The patients had essure inserted for female sterilisation. The case describes the occurrence of pelvic pain ("woman experienced unbearable pain") and metal poisoning ("implants releasing toxic metals into the body / toxicity"). There was no information on the patients' medical history or concurrent conditions. On an unknown date, the patients had essure inserted. On unknown dates they experienced pelvic pain (seriousness criterion hospitalisation) and metal poisoning (seriousness criterion hospitalisation). The reporter considered metal poisoning and pelvic pain to be related to essure administration. The reporter commented: to my knowledge, no device in the world contains a mixture so harmful to the body. These women have timebomb in their bodies. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.